Event description:
I had the essure implanted in (B)(6) 2009. I have suffered from an irregular period. Since then, I go maybe 5 days a month without bleeding. I have terrible headaches, dizzy spells and back pain. I am always nauseous.